Manufacturer narrative:
H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for upstream occlusion testing and the device passed. A review of the event history log revealed multiple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed constant upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.